Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device was deployed successfully, however one hour post procedure, the puncture site started to bleed out. Manual compression was applied and hemostasis was achieved after twenty minutes. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed. (B)(4).